Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, it appears that the patients aortic neck has dilated causing the bifurcated stent graft to move. The graft is no longer covering the renal arteries. There is no evidence of an endoleak. The patient is stable and being monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported stent graft movement and neck dilation is not a device failure of the endologix bifurcated stent graft; rather a proximal migration of a non-endologix stent with resultant neck dilation occurred. This is not consistent with the reported adverse event/incident. The most likely causation for the reported event is user-related as concomitant product use (with bilateral renal artery stents and a non-endologix proximal extension) is cautionary product use. The final patient status was reported as being stable. Therefore, this is no longer a reportable event as there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of an endologix device. Corrections: b5 describe event or problem, g4 awareness date.

Event description:
The patient was initially implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, it appears that the patients aortic neck has dilated causing the bifurcated stent graft to move. The graft is no longer covering the renal arteries. There is no evidence of an endoleak. The patient is stable and being monitored. Additional information received per clinical assessment indicating that a non-endolgix proximal extension migrated, and that no device failure of the afx bifurcated stent graft occurred. This non-endolgix extension was placed between the renal artery (non-endologix) stents and the bifurcated stent graft. Therefore, there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of an endologix device.